Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Per sales rep, the locking mechanism would not activate. Upon impact the trident liner would not fit.

Manufacturer narrative:
An event regarding seating locking issue involving a trident 0 deg insert 40 mm was reported. The event was confirmed. Method & results: -device evaluation and results: the subject liner was returned in used condition with damages consistent with the reported implantation attempt. Minor indentation damage is noted around the back side of the device on both the hemispherical surface and the locking face. This damage appears consistent with debris trapped between the liner and shell. -medical records received and evaluation: not performed because no patient clinical information was provided as there is no evidence to support the event was related to patient factors. -device history review: review of the device history records indicate that all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for the lot referenced. Conclusions: the investigation determined the likely root cause of the event to be debris trapped between the mating faces of the liner and shell during insertion and attempted locking. The damage appears to be consistent with misalignment between the liner and the shell. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
Per sales rep, the locking mechanism would not activate. Upon impact the trident liner would not fit.